Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lg cable connector housing a-c0002 leak. Based on the result, we concluded that it was caused due to an excessive force applied on the lg cable connector housing a-c0002. Correction information: b5: this event occurred at the time of during inspection. G6: follow up #1. H3: device evaluation. Additional information: h2: type of followup. H6: coding added based on the investigation result: "component" code, type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report

Event description:
The a/w connector at the lg plug is loosened and leaky this event occurred at the time of suring inspection. There was no report of patient harm.